Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, which occurred during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) as the hp disconnected. The tsr explained and the hp had the clamp open on an unused line. The tsr explained and the tsr assisted to retrieve the cassette. The tsr advised to let the nurse know about the alarm. The tsr reviewed proper procedures per the user manual. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error - open clamp.